Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified that the reported event code occurred.  Physio-control then replaced the therapy pcb assembly and the main keypad assembly and verified proper device operation through functional and performance testing. The device was returned to the customer for use.

Event description:
The customer reported that their device had its service indicator illuminated and had logged a potentially critical event code. This event code is potentially related to the device's ability to deliver defibrillation therapy. There was no report of any patient use associated with the reported issue.